Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was aborted. A philips field service engineer (rse) inspected the system remotely and was informed by customer that the system displayed error message of image storage not possible and after bootup system displayed hard drive failure. Analysis of the log file by rse confirmed that image store and x-ray not possible. Rse suggested that the possible cause would be the disk bay board of x-ray pc. A philips field service engineer (fse) inspected the system onsite and replaced x-ray pc, reinstalled system and restored backup which resolved the issue. The x-ray pc was returned for analysis and part analysis confirmed that there was faulty hdd bay. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after replacement of the x-ray pc. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a hard drive error upon start up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.